Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon opened the pt and removed the stem which was loose . He checked the cup and found it to be well fixed. He then reimplanted the above mentioned components. There was no evidence of infection prior to or at the time of this revision.